Event description:
Patient was revised to address loosening of the tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation. Metallosis and osteolysis were also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was still not returned. Product information required in retrieving the device history records for review and/or searching the complaint database was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event. Based on the inability to determine a root cause, a need for corrective action is still not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.